Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had experienced a failure with drawer 3.1, where the drawer kept clicking but wouldn't open. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open due to an obstruction caused by two broken cubies. A field service engineer resolved the issue by removing the two broken cubies. The system functioned as intended after the field service engineer troubleshot the device.